Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 447 mg/dl. Customer was treated with intravenous saline and insulin. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.